Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, noise image and e237 (scope error) occurred was observed. The regional repair center indicated that the most likely cause of the noise image and e237 (scope error) was due to corrosion on plug unit, damage on circuit board unit and cut on charged couple device cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.